Manufacturer narrative:
Mindray service representative reprogrammed the unit and resolved the issue.

Event description:
Customer reported no spo2 monitoring on the panorama telepack which may have resulted in a loss of spo2 monitoring. No pt injury was reported.